Event description:
It was stated that the insulin pump's low reservoir alarm was no longer functioning. Troubleshooting was performed, and the reservoir volume did not match with the amount of insulin in the reservoir. The insulin pump did not pass the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.